Event description:
On 6/10/2024 it was reported by an arthrex subsidiary employee via email that two ar-3636 knotless 1.8 fibertak had issues. The first fibertak sutures broke during insertion and the second became clogged and could not slide. Both fibertak sutures were cut out and the anchors were left in the patient. The case was completed using products from another manufacturer. This was discovered during a procedure to repair a recurrent shoulder dislocation on (B)(6) 2024. Additional information was provided on 06/16/2024, where the arthrex subsidiary employee stated that the suture on the 1st product was broken and the suture of the 2nd product wasn't broke. The procedure was completed using a different manufacturer's product, so the procedure took longer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.